Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to hanscent, lot number is 20190321. Complaint sample inspection: hanscent connected the complaint sample with saline bag to confirm leakage issue; it was found air vent leakage as description in the pir. Hanscent then cut the air vent to check whether the air filter was properly assembled which was found air filter broken around the air vent. Retention sample inspection: hanscent randomly sampled 10 pcs IV set cfn120 retention products of lot 20190321 to check for leakage, no issue was found. According to the hanscent quality agreement with bd, the hydrophobic and antibacterial filter must bear an over pressure of 80 cm of water column for 15 min. Pressure of 80 cm of water column equals about 8kpa. For safety reason, hanscent inspected 300 pcs assembled drip chamber and conducted filter leakage test with the air vent open under 15kpa, and no issue found. DHR review: hanscent reviewed the manufacturing record for affected lot, no abnormality observed. Process checking: a similar air vent leakage issue of pir 3005867 (lot no. 20190128) occurred on (B)(6) 2019, which was also air filter broken around the air vent. Hanscent considered the cause probably by the assembly process. Root cause: from investigations of assembly process, no issue found about the air filter assembly. Hanscent check the air vent assembly, the air vent is assembled after air filter, air filter broken position is around the air vent; and the air filter is composite with different material layers easy to break if rubbed by hands. The likely cause for the broken filter is by the air vent which was assembled deeper than setting. The depth of the air vent assembly is controlled by an air-operated pole. After discussion with the machine maintainer, there¿s possibility the pole presses the air vent a bit deeper when the screw was loosen leading to the air filter broken. Corrective and preventive actions: to avoid this issue, the following actions would be implemented: stop the assembly machine checking whether the screw is loosen to ensure the assembly depth complied with setting once a day; separate the drip chamber assembly into 2 machines, one assemble the spike, air filter and air vent; the other assemble the chamber; after spike assembly, conduct appearance inspection to check filter completeness. Retrain the maintainers to check the screw condition in time. H3 other text : see h.10.

Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs there was an issue with leakage after setting up the IV set. The leakage was water by the air filter. The following information was provided by the initial reporter: air filter & spike leakage water leak to air filter after setting up IV set and sap reverse flow.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs there was an issue with leakage after setting up the IV set. The leakage was water by the air filter. The following information was provided by the initial reporter: air filter & spike leakage water leak to air filter after setting up IV set and sap reverse flow.